Manufacturer narrative:
Physio-control evaluated the removed battery. It was observed that the lid of the battery was shifted forward, and caused the device to intermittently not latch. The cause of the reported issue was due to the battery's upper case being shifted forward, and intermittently preventing the latch from holding the battery in the device.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. With a new battery installed, the device functioned correctly. The cause of the reported issue was due to a failure of the battery. (B)(4).

Event description:
The customer contacted physio-control to that the battery would slide out of the device's battery compartment. This caused the device to power off. With another battery installed the device functioned correctly. The failing battery was installed and a click was heard however, the battery was not secured in the battery compartment. There was no patient use associated with the reported event.